Manufacturer narrative:
Product event (B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿ device name: plasmablade¿ 3.0s ¿ product number: (B)(4)¿ lot number: fl50845674 ¿ expiration date: 2017-10-01 ¿ quantity returned: 1 testing performed: ¿ device packaging inspection: ¿ plasmablade¿ 3.0s device received inside a (B)(6)shipper box with minimal bubble wrap to fill the negative space and within an unsealed biohazard bag. ¿ plastic tray and tyvek® lid returned: the device information was confirmed against the information listed within gch. ¿ no paperwork was provided. ¿ device visual inspection: ¿ device appears used with dried blood on body, shaft, and cord and finger grip. ¿ blood and other biological fluids present along the inner shaft. ¿ device cord is taped to the suction tubing line. ¿ the electrode device tip coating insulation is peeling which visually relates to the reported complaint description, all other components appear in place and intact, figure # 1 and figure # 2. ¿ tissue build-up inside the heat shrink, heat shrink melted, and inside the suction opening, figure # 2, figure # 3 and figure # 4. ¿ handwritten note attached to the tyvek® lid: ¿(B)(6) , this was used in dr.(B)(6) last case on (B)(6) 2015. It never worked from the beginning as they had to open a second one, this is the broken one. Outside package is clean, cord is dirty. (B)(6) was the nurse if you have any questions. Thanks (B)(6) ¿. ¿ both cut and coag buttons have a definitive tactile feel. Functional inspection: ¿ plasmablade¿ 3.0s was connected to the complaint lab pulsar® generator and the expected e5 error code, end of life, was displayed confirming the device had been successfully activated by a pulsar® generator prior to complaint investigation. ¿ the device was tested for functionality via activation in grounded saline at cut setting-2 and coag setting-1 producing acceptable results. ¿ the device was tested for performance using chicken for ten minutes total activation time enabling alternation between modes at cut setting-5 for 2.5 minutes, cut setting-10 for 2.5 minutes and coag setting-10 for 5 minutes producing acceptable results. ¿ ¿the device is acceptable if the ¿glow¿, plasma field, around the edge of the blade is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are independently actuated¿ which was observed during functional inspection. Lhr review: a review of the lhr for lot # fl50845674 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection of the device electrode confirmed the insulation coating is peeling. Such devices are quality inspected prior to release to the customer, therefore it is likely that any damage to the electrode insulation coating would have been detected during manufacturing assembly, testing or during inspection. The device was tested for functionality and performance and met the product specification requirements. A plasma field was present at the electrode and sound and function of the generator was representative of normal operation. The device responded normally in grounded saline, chicken testing and when connected to the generator for all activations. The complaint will be tracked and trended in gch. A likely cause of the failure plausibly suggests the electrode was not cleaned according to the IFU recommendations. A build-up of tissue results in the overheating and melting of the heat shrink. The rf energy is affected by tissue and coagulum build-up which causes a change to the electrical path causing the energy to be directed to the tissue attached to the device rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade and compromise the electrode tip coating. Customers are properly trained for proper use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade¿ 3.0s and specifically relates to the reported complaint as listed below: (B)(4). C ¿ plasmablade¿ 3.0s ¿ IFU ¿ precautions and warnings ¿ when bending the blade do not exceed a 45° angle. Do not bend more than three times. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger forces to bend the blade do not use forceps as this could damage the device. ¿ unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance. ¿ do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. ¿ prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. ¿ take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. ¿ eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. ¿ activation of the hand piece simultaneously while aspirating fluid may alter the path of electrical energy away from target tissue. Reference documents: ¿ (B)(4) rev. E ¿ work instructions for complaint investigations ¿ disposable devices ¿ (B)(4) rev. H ¿ product specification and quality plan ¿ plasmablade¿ 3.0s <(><<)>(><(>&<)><(><<)>)> 3.0p ¿ lbl-00166 rev. C ¿ plasmablade¿ 3.0s ¿ IFU ¿ instructions for use ¿ 70-10-1433 rev. B ¿ pulsar® generator ¿ operators manual ¿ (B)(4) rev. H ¿ device button tactile test procedure test equipment: eqp # eqp - name - manufacturer 7175 control company ¿ lap top timer 6793 pulsar® I - generator 7058 eeprom bypass connector. (B)(4).

Event description:
After an unknown period of use the staff within a surgical case identified that the insulation coating on the device tip appeared to be peeling/flaking/chipping. Visually the customer reported that it does not appear that any of the coating is missing from the tip and none of the coating made contact with the patient. A second handpiece from a different, unknown lot number was used to complete the case. There was no patient impact and the customer did not provide patient demographic information.